Event description:
It was reported that the implantable pulse generator (ipg) unexpectedly reached elective replacement indicator (eri) prematurely. It was also noted to exhibit intermittent capture and there were issues with pacing. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.